Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Insulin pump received with moisture damage on motor, vibrator motor and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.